Manufacturer narrative:
Although requested, the device has not been returned for investigation. A follow up report will be submitted should the device be returned and an investigation is performed.

Event description:
Facility clinical engineer reported a free flow of heparin occurred and that the cause of the event was due to a broken hinge of the membrane frame. He indicated the damage was not obvious to the user. Two and a half bags of heparin infused before the problem was identified. The patient is now fine but required extended hospitalization, experienced a nose bleed and reversal agents needed to be given. Medwatch states that alaris pump setup was used for heparin drip infusion (25,000 units/250ml ns) set to infuse at 7.3 ml/hr. Heparin bag hung at 0313 and by 0418 air alarm went off. Entire heparin bag had infused. Nurse reverified settings and were correct at 7.3 ml/hr. Nurse was able to duplicate malfunction using normal saline twice after removal from patient. Manufacturer's report date: (B)(4) 2011. (B)(4).